Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system stopping due to a total loss of power was confirmed via the provided log file. The log file contained data spanning approximately 15 days ((B)(6) 2023 per timestamp). The patient was observed to have connected to fully charged batteries on (B)(6) 2023. Approximately 23 hours later, on (B)(6) 2023, a low power advisory alarm became active due to extended use of the batteries. This alarm transitioned into a low power hazard alarm approximately 3 hours later. A no external power alarm became active approximately 1 hour later, on (B)(6) 2023, once both batteries had been fully depleted, and the backup battery operated the system at this time. The patient¿s pump speed fell to 0 rpm on (B)(6) 2023 approximately 3 hours later, indicating that the backup battery had been depleted from extended use at this time. When the controller was powered back on, its clock was set to its default timestamp due to the observed full battery depletion. The pump¿s speed was ramped back up to speeds above the low speed limit within approximately 5 seconds, and the clock was resynched on (B)(6) 2023. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event appeared to have been full battery depletion from extended use of the batteries; however, the root cause of how the power source depletion occurred was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump stopped 4-5 times beginning on (B)(6) 2023 at 3:00am. The patient was experiencing shortness of breath. Log files revealed controller clock corrupt events and one pump stop. The clock was reset on 27jul2023.

Manufacturer narrative:
Related MFR # 2916596-2023-05912- pump. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.